Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during treatment of a cancer patient, resistance at the inlet into the device was found. This reportedly led to the patient feeling pain. The device was transilluminated with contrast and a leak was found in the hose. Due to this, the device was surgically removed and replaced with a new one to continue treatment. After the revision of the device, no patient harm was reported.

Manufacturer narrative:
H3: the device was received for evaluation as well as four photos. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a leak confirming the defect in the catheter. According to the IFU, the catheter needs to be purged before to start using. According to the report the catheter was already implanted to the patient when the problem was identified. The root cause cannot be determinate to the manufacturing process.